Event description:
An industry customer from (B)(6) notified biomérieux of obtaining a false negative result when testing a sample with the bact/alert® iast culture bottle (ref 259786). The customer was testing a sample, incubated at 35 degrees celsius, for five days. The bottle resulted as negative; however, the result of manual testing was positive. The customer performed identification confirmation with five plates, and the results were an identification of leuconostoc citreum. The customer no longer has the strains. There is no reported adverse event associated with the use of this industry product. This product is not for clinical use; however, there is a similar product that is used in a clinical application. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An industry customer from south korea notified biomérieux of obtaining a false negative result when testing a sample with the bact/alert® iast culture bottle (ref (B)(4)). A sample of the product was inoculated into bact/alert® iast bottle and incubated at 35 degrees c for five (5) days, after which the bottle was declared negative. Concurrently, a sample was processed using a manual protocol. This sample was incubated for three days at 35 degrees c, at which point growth was observed. The organism recovered under the manual testing protocol was identified as leuconostoc citreum. In response to the customer complaint biomérieux conducted an internal investigation. The customer did not provide the impacted bottle lot number or backup data for investigation. Review of the bact/alert® iast instructions for use (IFU) found no performance characteristics for leuconostoc citreum listed on table 1 of the IFU. A historical review of complaint data was performed; no adverse trends were identified during the review. The most probable root cause is lack of organisms during inoculation; however, this could not be confirmed as no backup data was provided for investigation.